Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 600 mg/dl and was "going into ketoacidosis". As the customer only had 6 units of insulin left in the cartridge and did not have additional supplies at hand, the customer declined tandem customer technical support's (cts) offer to perform a system check to determine a possible cause of the occlusion. Cts advised the customer to seek medical advice; however, the customer declined and stated that she knew what "to do when the bg levels were high".